Event description:
It was reported that a patient developed an infection 4 months after initial implant. The patient had complained of discomfort at the generator site, and it was determined that he had an infection. The patient's infection cleared after antibiotics were administered. The device history records were reviewed for the generator and revealed that the device met all sterility specifications prior to release. No further relevant information has been provided to date.